Manufacturer narrative:
Based on updated customer information received and reassessment of the reported event, it was determined that MFR report number 0002023141-2021-00144 was reported in error. Please disregard this submission. No further reports will be submitted for this event. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). Weight unknown / not provided.

Event description:
It was reported that implant at tooth site # 8 was removed due to pain at post-op. Site grafted. Patient not returning for implant re-placement. Symptoms as a result of the event: pain.